Manufacturer narrative:
Device was received with pump error 38 alarm during rewinding due to moisture damage motor electronic assembly. Unable to verify pump error 43 alarm due to pump error 38 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed insulin pump error. Customer¿s blood glucose was 103 mg/dl. Customer was not able to rewind the insulin pump. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.